Manufacturer narrative:
(B)(6). A total of 5 sealed samples of 20ll lot 1508203 and one picture was received for evaluation. On visual inspection of the picture received, it can be observed leakage past the stopper. However, on visual inspection of the 5 samples received, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger. DHR of lot 1508203 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures. Leak testing was performed with the 5 samples received according to procedure and iso 7886-1 annex d and no leakage occurred in any of them. The syringes were disassembled and did not observe any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined.

Event description:
It was reported that during preparation of the chemotherapy medication fluorouracil, there was leaking found between the plunger and barrel of a bd plastipak¿ 20 ml syringe. There was no report of injury or medical intervention.